Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases and one extended opening, void >1 mm in non-textured area and wear abrasion. No leak test due to device conditions. A microscopic analysis was performed which identified one sharp opening crease. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening crease in the side posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.